Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that one day post implant during device check; the right atrial lead exhibited inadequate capture and sensing. Chest x-ray revealed the right atrial lead was dislodged. The lead was repositioned successfully on (B)(6) 2016. The patient's condition was fine post procedure.